Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after device deployment, bleeding continued. A 7f sheath was inserted until anticoagulants were reversed. Manual compression was applied to achieve hemostasis. It was believed that the rail suture was not tighten appropriately. There were no reported adverse patient effects. Though requested, no additional information was provided.